Event description:
During device preparation for the af procedure, the catheter would not be recognized. The system displayed a message "no catheter connected". It was confirmed all connections were correct and restarting the system did not resolve the issue. The catheter was exchanged and the issue was resolved. There were no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.